Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation or breakage of the nozzle was observed, nor was there confirmation of any deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had air/water flow issues from the air/water flow system. It was unknown when the event occurred.t here was no report of patient or user harm associated with the event. Subsequently the device was evaluated, and it was discovered that the nozzle was clogged. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of the air and water flow issues was confirmed. Additionally, it was discovered that the air/water flow issues was due to the nozzle clogged by an organic, brown colored material. This is from wrong user handling. The following event was noted in the evaluation, and are as follows: a. The bending section cover, or distal end was separated, b. And the light guide lens was chipped. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.